Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center a b30 error with different endoscopes. In addition, the flat connect is loosely seated in the socket. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to faulty printed circuit board. In addition, cm board scratch, rear panel worn out, chassis deformed, and bottom/power supply/fan/rear panel damage were observed. The probable cause of the malfunction was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.